Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event the same day as onset. On an unreported date, the patient began treatment with intraperitoneal vancomycin (dose and frequency not reported) for the event of peritonitis. At the time of this report, the patient remained hospitalized, treatment with the vancomycin was ongoing and the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.